Manufacturer narrative:
Date of event: exact date unknown, event occurred in june.

Event description:
It was reported that the patient was experiencing pain when charging and noticed warmth at the site. The patient underwent a revision procedure wherein the ipg was repositioned and was doing well postoperatively.